Event description:
The customer stated a cell-dyn sapphire analyzer generated a falsely decreased wbc result for one patient sample. The analyzer generated an initial wbc result of 0.017 and repeat results of 14.2 and 14.2. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer reported an imprecise white blood cell (wbc) result was generated with the cell-dyn sapphire instrument. A field service representative (fsr) was dispatched for instrument inspection. The fsr found an obstruction in the wbc staging pathway/mix-pot assembly area, which was flushed and issue was resolved. The two (2) pages of data submitted for investigation are indicative of a possible obstruction in the wbc staging pathway, which cleared out either between runs or during the fsr visit. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the investigation and event details, no product deficiency was identified with the sapphire instrument.

Manufacturer narrative:
(B)(4), no consequence or impact to patient. (B)(4), false negative result a follow up report will be submitted when the evaluation is complete.